Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported that the binaxnow covid-19 ag card reagent solution came in contact with the patient's eyes. The patient reportedly rinsed both eyes with water but continued to experienced irritation. The patient was connected to (B)(6) for medical advice. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet to the customer. A supplemental report will be provided if any additional information is obtained.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported that the binaxnow covid-19 ag card reagent solution came in contact with the patient's eyes. The patient reportedly rinsed both eyes with water but continued to experienced irritation. The patient was connected to rocky mountain poison and drug service for medical advice. No additional patient information, including treatment and outcome, was provided.